Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular (rv) lead was surgically capped and abandoned after showing high pacing thresholds. Subsequently, a new lead was placed. No additional adverse patient effects were reported.